Event description:
It was reported by service report that the foot section was drifting in independent mode. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Foot section.